Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-9202-02h, batch 04512116 was received for investigation. Visual inspection identified wear and damage to the geometry of the cutting edges of the reamer. The observed condition is consistent with the age of the device. The most likely cause for the reported failure can be attributed to wear and tear. The manufacturing date is 2021.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/19/2025, it was reported by a sales representative via (B)(4) that an ar-9202-02h univers ii reamer was worn. This was discovered during the case with no patient harm.